Event description:
It was reported the pt had his pump refilled. The pt attempted to give himself a bolus and was declined. The ptm showed code 8473, critical pump alarm. An alarm was heard. The pump was checked at the clinic. A confirmed motor stall was noted in event logs with no motor stall recovery recorded. The stall occurred in 2009, followed by a tube set two days later. No recovery was seen 3 hours later after updating the pump. The pt indicated there was no known emi interaction with the pump. The pt had a return of symptoms with increased baseline pain. The hcp was planning to replace the pump. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.